Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead complained of pain. An echocardiogram was performed which revealed an effusion, indicating a perforation of the patient's heart wall. The lead had also exhibited rv loss of capture; however, the patient was not pacemaker dependent. A lead revision was scheduled. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a lead revision was performed. This lead was successfully repositioned. No additional adverse patient effects were reported.